Event description:
On numerous occasions with the last incident occurring 1/4/95, the bowl portion of the disposable surgery kit for autotransfusion has cracked, causing interruption of the autotransfusion procedure. Reps for the company have been notified each time and reported to rptr's hosp to perform the necessary cleaning and preventive maintenance of the instrument after the bowl breakage, resulting in fluid contamination. Perfusionists at rptr's institution report that this problem started when design changes were made to the disposable kits. A MFR rep responded on 1/15/95 to inspect the cell saver instrument and the defective disposable kit. Biomedical inspected the cracked bowl used on 1/4/95. The crack appears to have started at the base of the bowl in the area of some type of reinforcement weld of the plastic components. The inside of the cell saver centrifuge was contaminated with a large quantity of blood which leaked through the crack in the bowl during the procedure. MFR to pm and clean the cell saver instrument.